Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for evaluation. When the investigation is complete a final report will be submitted.

Event description:
Bleeding during the dialysis session, through the skin inlet of the tunneled catheter.